Event description:
When rn went to slightly squeeze the buretrol chamber to allow fluid into the bottom of it from the IV bag that was hanging; the buretrol cracked in her hands. It was taken down and immediately replaced. The air vent was closed and the roller clamp to the IV bag was open. No injury to patient or rn.